Event description:
It was reported that this device was in safety mode. Boston scientific technical services (ts) recommended and emergent replacement as the functionality of the device was limited. No adverse patient effects were reported. Additional information noted that the device was explanted and returned.

Manufacturer narrative:
Upon receipt at the laboratory visual inspection found no anomalies. Review of device memory found a double bit memory error occurred in (B)(6) 2019. The device did not have any additional memory errors after running in primary operation for 24 hours. Further the device was put through and passed a series of automated tests which verified functionality, sensing and critical therapy availability. Laboratory analysis confirmed the reported allegation and noted that the device was in safety core due to a memory error.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this device was in safety mode. Boston scientific technical services (ts) recommended and emergent replacement as the functionality of the device was limited. No adverse patient effects were reported. Additional information noted that the device was explanted.